Manufacturer narrative:
The exam used in the procedure was sent to medtronic for evaluation. The evaluation found that the software was detecting the gantry tilt around the axis rather than the rows. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the cranial application software was updated on the navigation system without resolution. The exam used in the procedure was sent to medtronic for evaluation. When loaded onto a known operational navigation system, the system displayed that the exam did not have valid data for navigation.

Event description:
A medtronic representative reported that, while loading an exam for a catheter-based procedure, the exam showed a green checkmark in the application software. However, when selecting the patient, a red x and 10 slice exam would appear. The reported issue occurred when attempting to load over electronic picture archiving and communication systems (pacs). A disc was then loaded onto the navigation system via framelink to complete the procedure. There was a reported delay to the procedure of an hour and a half due to this issue. There was no impact on patient outcome. No additional information was provided.